Event description:
It was reported that an ilet insulin pump user experienced recurrent hypoglycemia, including nocturnal lows with glucose levels in the 60s and occasionally the 40s, and perceived rapid drops of about 30 mg/dl; the spouse requested guidance on adjusting the algorithm and support was offered, including additional training and an attempt to complete a low blood glucose questionnaire. Symptoms included hypoglycemia. Outcomes included no reported medical intervention, no assistance required, and no hospitalization. Investigation included outreach for user education and attempts to collect event details. Investigation of this case revealed that the cause of the hypoglycemia was unclear and no device alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.